Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('piercing my tubes') and device dislocation ('migrating and piercing my tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder spasm ("they say it's spasm in the bladder"), alopecia ("hair falling"), depression ("depressing"), headache ("small headache"), vision blurred ("everything becomes very blurry (barely see)"), abdominal pain ("abdomen pain"), back pain ("back pain"), arthralgia ("hip pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy and hysterectomy on (B)(6). Essure was removed. At the time of the report, the device dislocation, pelvic pain, bladder spasm, alopecia, depression, headache, vision blurred and adnexa uteri pain outcome was unknown, the abdominal pain had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, bladder spasm, depression, device dislocation, fallopian tube perforation, headache, pelvic pain and vision blurred to be related to essure. The following information were received from social media alopecia, depression, vision blurred and headache, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event 'back pain, hip pain and abdominal pain' was added. New reporter added.follow up 5 ,6 and 7 processed together. On 23-mar-2020: follow up 5 ,6 and 7 processed together. On 23-mar-2020: social media received. Reporter's information added.event: ovarian pain were added.follow up 5 ,6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('piercing my tubes') and device dislocation ('migrating and piercing my tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder spasm ("they say it's spasm in the bladder"), alopecia ("hair falling"), depression ("depressing"), headache ("small headache"), vision blurred ("everything becomes very blurry (barely see)"), abdominal pain ("abdomen pain"), back pain ("back pain"), arthralgia ("hip pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hystercetomy and hysterctomy on (B)(6). Essure was removed. At the time of the report, the device dislocation, pelvic pain, bladder spasm, alopecia, depression, headache, vision blurred and adnexa uteri pain outcome was unknown, the abdominal pain had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, bladder spasm, depression, device dislocation, fallopian tube perforation, headache, pelvic pain and vision blurred to be related to essure. The following information were received from social media alopecia, depression, vision blurred and headache, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('piercing my tubes') and device dislocation ('migrating and piercing my tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder spasm ("they say it's spasm in the bladder"), alopecia ("hair falling"), depression ("depressing"), headache ("small headache") and vision blurred ("everything becomes very blurry (barely see)"). The patient was treated with surgery (hysterectomy and hysterotomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, bladder spasm, alopecia, depression, headache and vision blurred outcome was unknown. The reporter considered alopecia, bladder spasm, depression, device dislocation, fallopian tube perforation, headache, pelvic pain and vision blurred to be related to essure. The following information were received from social media alopecia, depression, vision blurred and headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "vision blurred and headache" was added. Reporter was added. On 23-mar-2020: social media content received: reporter added. Case become serious incident, essure removal done. Event migrating and piercing my tube added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.